Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2021. Seven days after the sensor was inserted, the patient had a skin reaction that consisted of a severe rash with redness, blisters, and yellow pus at the sensor patch adhesive. The patient had itching sensations in the area. Prior to insertion barrier products (skin prep, tegaderm) were used which the patient stated helped to minimize the site reaction. After the event the patient consulted a dermatologist who administered a cortisone injection and prescribed triamcinolone topical cream. The patient also utilizes a tandem insulin pump. At the time of report, the patient stated they were doing fine. No additional patient or event information is available.